Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.